Event description:
It was reported that the patient had difficult taking cardiomems readings. Trouble shooting was performed which included blue 43, cancelled, the restating the reading without the patient, followed by having white 38 cancelled. Patient electronic system was located on the patient's bed. It was noted that the patient had a pacemaker, defibrillator, and left ventricular assist device. The patient was advised to keep batteries attached but also move away from them. Another reading was performed, yellow, green, yellow 40, green 60. The patient was then advised to move lvad battery pack aways and bear hug themself. Another reading was performed, green 72, green, and the transmission was successful. The cause of the problem was determined to be positioning.

Manufacturer narrative:
D4: the primary UDI number in d4 is reflective of all currently available information.no further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. It was reported that the patient had difficult taking cardiomems readings. Trouble shooting was performed which included blue 43, cancelled, the restating the reading without the patient, followed by having white 38 cancelled. Patient electronic system was located on the patient's bed. It was noted that the patient had a pacemaker, defibrillator, and left ventricular assist device. The patient was advised to keep batteries attached but also move away from them. Another reading was performed, yellow, green, yellow 40, green 60. The patient was then advised to move lvad battery pack aways and bear hug themselves. Another reading was performed, green 72, green, and the transmission was successful. The cause of the problem was determined to be positioning. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, revision, rev. D is currently available. Section 6, "patient care and management", warns the user that if a patient receives a heartmate 3 pump and has a previously-implanted device that is found to be susceptible to electromagnetic interference, programming could be affected. Sections 4, "system monitor", and section c, "safety testing and classification", state that use of equipment and supplies, other than those specified in this manual or sold by abbott for replacement parts, may affect the electromagnetic compatibility of the left ventricular assist system with other devices, resulting in potential interference between the left ventricular assist system and other devices. Section c, "safety testing and classification", states that the heartmate 3 left ventricular assist system can generate, use, and radiate radio frequency energy and, if not installed and used in accordance with the instructions, may cause harmful interference to other devices in the vicinity. However, there is no guarantee that interference will not occur in a particular installation. If this equipment does cause harmful interference to other devices, the user is encouraged to try to correct the interference by reorienting or relocating the equipment, increasing the separation between the equipment, or consulting abbott for assistance. No further information was provided. The manufacturer is closing the file on this event.